Manufacturer narrative:
Manufacture contact information was unintentionally omitted from the initial report. This report contains the corrected data.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00785.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00785. It was reported that the patient experienced ineffective stimulation. Reportedly, the leads had migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.